Manufacturer narrative:
Phone number- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, misshapen breasts and severe pain.

Event description:
Healthcare professional reported right side "signs of grade IV bilateral capsular contracture, misshapen breasts and severe pain." The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: red encapsulation in the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event

Event description:
Healthcare professional reported right side "signs of grade IV bilateral capsular contracture, misshapen breasts and severe pain." The device has been explanted.